Manufacturer narrative:
(B)(4). Date sent: 6/15/2206. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? What color setting was selected on the device and what was the sequence of the firings? What device was used to create the common channel? What was used to close the common opening? Was the device difficult to fire? How was the force to fire? What reloads were used? Why does the surgeon feel that the device tore the tissue? What lead to the conclusion that the device tore the tissue? What is the current status of the patient? Were there any patient consequences? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk procedure, the device was fired ok, in a side to side anastomosis. All of the staples formed correctly and the device did not misfire. The surgeon was then checking the anastomosis and they discovered that the tinaie was not apposed properly, she suggested that the glc had somehow torn the tissue on the outside of the bowel. Patient had to have more bowel removed and the anastomosis redone. The procedure was delayed greater than 30 minutes.